Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's pharmacist reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 463 mg/dl. It was unknown whether the customer was wearing the device during time of emergency room visit. Customer was advised to call back if the customer needed assistance with the device. Customer will not be returning the device for analysis.